Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A visual inspection was performed and identified the broken door. The cause of the condition could not be determined. To correct the condition, the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.